Event description:
Same case as MFR report #: 2134265-2012-02052. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 100% stenosed target lesion located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The physician engaged an 8 fr unspecified guide catheter and vacuumed thrombosis. After pre-dilation with a 2.5mm non-bsc balloon, a 2.5x24mm promus element stent was advanced and deployed in the mid lad with two inflations at 12 atms. Next, a 2.75x16mm promus element stent was advanced and deployed in the proximal lad with two inflations at 14 atms. Post dilation was performed with a non-bsc nc 3.25x15mm balloon. Intravascular ultrasound (ivus) was then performed with a non-bsc ivus catheter but it came into contact with the proximal edge of the 2.75x16 promus element stent causing the stent to lift a little. As a result, two unspecified balloons catheters [2.5mm and 3.0mm] were used to dilate the damaged stent. When the physician advanced an unspecified balloon catheter to the distal stent for post dilation, the balloon catheter initially stuck to the 2.5x24mm promus element stent. The physician continued to advance and the 2.5x24mm promus element stent was stretched about 10mm. No additional treatment was performed for the 2.5x24mm promus element stent because the vessel was good. No further patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).